Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited failure to capture. X-ray imaging was performed and revealed a fracture. It was also noted that the lead exhibited insulation break. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.